Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal compounded baclofen (concentration and dose unknown) via an implanted pump for intractable spasticity and head/brain injury. It was asked but unknown when the event/difficulty occurred. The healthcare provider (hcp) clinic called (B)(6) 2018 stating that patient¿s mother had called to report pump alarming and no timeline was provided as to how long it had been occurring. The doctor went to the nursing facility and read the pump logs and stated that multiple motor stalls had occurred. The doctor referred the patient to the surgeon on (B)(6) 2018 for pump replacement. It was noted currently there was no date of procedure known and the rep would follow up as information was gained. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. The issue was not resolved at the time of this report and the patient¿s status was ¿alive; no injury.¿ other medications the patient was taking at the time of the event were unable to obtain, not available. Surgical intervention did not occur, but was planned for an unknown date. The patient¿s weight was (B)(6) and medical history included traumatic brain injury. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Analysis of the pump identified no anomalies. The previously reported evaluation method and result codes no longer apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the following medications were being administered via a simple continuous dose rate as of (B)(6) 2018: lioresal with concentration 3,000.0 mcg/ml at a dose rate of 900.2 mcg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was received for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the cause of the multiple motor stalls was unknown and the plan was to return the device for evaluation. The pump replacement date was scheduled for (B)(6) 2018. No further complications were reported/anticipated or expected.